Event description:
User was attempting to climb a steep hill and was unable to get more than half way up the hill apparently due to a low battery. User apparently took it out of gear into neutral and attempted to back down the hill when it swerved and struck a curb backwards. The scooter tipped over and the user fell on curb and sidewalk. User passed away on 9/6/97.